Event description:
It was reported that the tip of the hinged screwdriver broke off inside the screw head as dr (B)(6) was implanting a 2030- bone screw. Dr (B)(6) could not retrieve the tip and opted to leave it lodged in the head of the screw.

Event description:
It was reported that the tip of the hinged screwdriver broke off inside the screw head as dr. (B)(6) was implanting a 2030- bone screw. Dr. (B)(6) could not retrieve the tip and opted to leave it lodged in the head of the screw.

Manufacturer narrative:
An event regarding a fractured screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. The fracture surface is angled which suggests the driver was not fully engaged with the screw during tightening. It is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events for the manufacturing lot. The root cause was determined to be application of excessive force by the user. No material or manufacturing defects were noted during the investigation.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.